Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed to open and required maintenance. A field service engineer found that the full-height drawer inseparable was reseated, and the drawer was successfully tested. The customer confirmed that the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open and was not recoverable. The customer indicated that the issue may have been related to a magnet malfunction and reported that the device displayed a maintenance required condition. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.